Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a raw, itchy, and tender irritation that is bruised from digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician placed gauze on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.